Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) due to syncope and chest pain. Device check noted the atrial therapies disabled for atrial lead position check failed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.